Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received; however, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the centurion manifold. It has been that the blue luer on the manifold is not creating a complete seal resulting in air flow. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: 2016-06131

Event description:
An operating room supervisor reported loss of suction and bubbles in the tubing and the fluid collection bag during a cataract procedure. The procedure was completed without patient harm. Additional information and product sample have been requested.